Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the reported difficulty removing the catheter appears to be due to circumstances of the procedure. In this case, it is likely that the catheter inadvertently advanced onto the distal end of the guide wire, causing damage to the distal tip coil and the reported difficulty to remove; however, this could not be confirmed since no device was returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot # correction from unknown to 10029126.

Event description:
It was reported that during the procedure, the dragonfly catheter was prepared and advanced onto a hi-torque floppy guide wire (gw). After the first pullback, the catheter was being removed from the guide wire when the devices became stuck together. Both devices were removed as a single unit. No part of any device remained in the anatomy. A second dragonfly catheter and a second hi-torque floppy guide wire were used; however, after the first pullback, the catheter was being removed from the guide wire when these devices became stuck together as well. Once again, both devices were removed as a single unit. No part of any device remained in the anatomy. A non-abbott guide wire and a third dragonfly catheter were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional dragonfly opstar and hi-torque floppy ii devices referenced in b5 are filed under separate medwatch report numbers.